Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had noise and pacing inhibition for greater than 2 seconds and experienced a syncopal event. Several troubleshooting techniques were attempted to recreate the noise, but they were unsuccessful. The programming was changed in an effort to alleviate these issues. The device and lead remain implanted. To date, no additional adverse patient effects have been reported.